Event description:
An unspecified (B)(6) representative reported that patient's pump malfunctioned. No details of event provided, patient sent pump back: lot 251815 and expiration date 07/29/2021. Unknown if patient had any adverse events or missed doses. No further information or dates are known. Reported to (B)(6) by health professional.